Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with insulin leaking into the pump. The customer states that when they remove the reservoir from pump, they smell insulin in the reservoir compartment. The customer states their health care provider also notice the strong smell coming from the device. The customer's blood glucose level at the time of incident was 165mg/dl. The customer was advised to change out infusion set and reservoir. The customer was advised to monitor the device and call back if issues arise.